Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that communicator interrogation of this pacemaker was unsuccessful. It was noted that the patient was in assisted living. Technical services (ts) discussed troubleshooting options including optimal communicator placement and identifying possible electromagnetic interference (emi) sources. The patient was referred to the clinic for further evaluation. This pacemaker remains in service. No adverse patient effects or interventions were reported at this time.